Event description:
Type ii pt was burned in associated with lumeone ipl treatment for leg veins. Physician selected type iii presets: 19j, 560 mm, double pulse (3.5 ms), 25 ms delay. Physician started treatment at 18j dropped to 17 j and again to 15 j, when pt expressed discomfort. The pt denied photosensitizing agents and recent sun exposure.